Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Reporter¿s complete mailing address was unknown. UDI:(B)(4).

Event description:
It was reported that the broach adapter device was chipped and would not fit into the impactor. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no surgical delays. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair by quality engineering, it was determined that the device adapter had visible damage to the cloverleaf and could not be inserted. This is caused by inserting the adapter into the anvil/lock collar in the locked position instead of the unlocked position which resulted in cloverleaf damage and caused the adapter to not stay locked when in use. It was also determined that the device failed pre-test for visual, cloverleaf fitting, locking and removal assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to user.